Manufacturer narrative:
H6: remove 1905, add 2199 - remove 4613, add 4582.

Event description:
It was reported that occlusion alarms occurred. Customer changed pump supplies to address the issue. Customer reported their blood glucose was "high" on the cgm graph. Elevated blood glucose was address with manual injection.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer changed pump supplies, and continued insulin therapy by manual injection. Customer reported their blood glucose was "high" on the cgm graph.